Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad), driveline sheath (dl) damage was identified involving the dl cable. Servicing was scheduled on 18-dec-2025 to address the issue. The dl remained implanted and in service. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed due to insufficient evidence. Tbe based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient expired the day before the scheduled driveline repair.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6), including the associated driveline cable, was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline sheath damage event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Based on the available information, including the occurrence of the event several years post-implant and the statement that the event is unrelated to the device, the device most likely did not cause or contribute to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.